Event description:
The customer reported that the monoblock was intermittently arcing. The motor lock needs to be replaced to customer was still able to use the system. No pt injury to report.

Manufacturer narrative:
The ge service rep order a new mono block and was waiting for personal from another country, to show up at the end of the month. The system is operational at this time.